Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The event history log was reviewed, but there was no evidence available. Functional testing and visual inspection were conducted. The reported issue was able to be confirmed. During power up and inspection of the pump, the device had an error code 72 occur on the screen display. The error code 72 indicates a problem with water damaged on pwa board. The device was opened for further investigation and found no sign of fluid ingression or damaged components. The faulty microprocessor board is the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump received for initial calibration; however, after the pump was evaluated by the service technician, it has been deemed defective. The reason being is due to error code 72 in the pumps event history. No patient injury occurred.